Event description:
New information received notes that ra lead fracture was suspected.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, low, out of range, pacing lead impedance and low sensing were observed on the right atrial (ra) lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.